Manufacturer narrative:
Product event summary: the sheath 4fc12 with lot number 0010080641 was returned and analyzed. Visual inspection showed that the shaft was kinked at around 4.25 inches from the tip. The pull wire and braided wires were not broken. However, the kink on the sheath could prevent smooth steerability. No issues were found with the deflection ring. In conclusion, the sheath failed the returned product inspection due to the shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the sheath subsequently tested out of specification per the manufacturer's investigation.